Manufacturer narrative:
Additional information was added into concomitant medical products - product was returned to manufacturer on (B)(6)2018. The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard did not have discoloration. The mouthguard was returned in a very clean condition along with the case. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The complaint could not be confirmed. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Patient's weight was asked but unknown. Follow-ups were made to request for product. Once product is received and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction after wearing the comfort splint mouthguard. The patient's lips and gums were swollen. The patient also had patches of raw tissue inside his mouth. The patient experienced the reaction after wearing the mouthguard overnight. The patient was advised to use over-the-counter mouth rinse (name of mouth rinse was not provided) to treat the symptoms. The patient had the mouthguard remade with astron material and has not experienced any issue. The patient was using the mouthguard to treat bruxism. The patient has history of hypertension and taking lisinopril. The patient has no known allergies. The doctor made some adjustments to the occlusal on posterior sides of mouthguard for better fit. The mouthguard was cleaned with water prior to delivering to the patient. The patient was also instructed to clean the mouthguard with only water.